Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level and no delivery alarm. The customer's blood glucose level was 400-500 mg/dl. It was reported that the insulin pump gave no delivery alarm in the middle of the night with blood glucose range in the 400-500mg/dl. The insulin pump will not be returned for analysis.